Event description:
In 2008, caldera medical became aware of a case of urinary retention with desara sling. The surgeon was waiting to see (if surgery was needed), as her symptoms were less severe, and intermittent.